Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of electrical short could not be reproduced. Unit passed functional testing during 6 hour burn-in and power output was normal throughout testing. All functions perform as expected. All power and impedance readings were within spec. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during a hip arthroscopy the device was shorting out. There was a backup device available to complete the procedure with no delay. No patient injuries reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event, could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the device is shorting out. There was a backup device available to complete the procedure with no delay. No patient injuries reported.

Event description:
It was reported that the device is shorting out.